Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device experienced sporadic slowness during logon. A technical support specialist found that login attempts took over 20,000 ms and disabled netbios on both network cards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device became stuck in a never-ending login screen loop. The customer reported that this malfunction occurred when a user was attempting to dispense medication to a patient, and the users were able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.